Event description:
It was reported the pt (B)(6) is without stimulation after the ipg suddenly turned off and would not turn back on. The ipg was unable to communicate with external devices and the programmer displayed a communication error message. The sjm representative met with the patient and confirmed the issue. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This device is not approved for sale in the united states, but is similar to a united states marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.